Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited that electromagnetic valve is failed and foot pad for the electromagnetic valve is damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.